Event description:
The mother of a pt contacted zoll lifecor customer support to report that neither of his battery packs appear to be working properly. The mother reports that when either battery is placed in the charger both the solid orange light and red flashing circle light illuminate. The pt's suspect battery packs were replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) and (B) (4) has been completed. The reported problem was confirmed. The cause of the battery packs not charging properly was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery packs. The pt received replacement battery packs.